Event description:
It was reported to philips that the device would return to main screen on it own, would default to factory settings, and display a power interrupted message. Furthermore, when attempting an operational check the device also displayed the service required message. There was no patient involvement.